Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. D2a. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. D2b. Common device name: tubes, vials, systems, serum separators, blood collection. Investigation summary: bd received 4 samples for investigation, and evaluation of the four returned samples indicated a split or cracked female luer adapter. Additionally, a visual inspection was performed on ten retained samples, and no split or cracked female luer adapters were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: damaged. Bd has initiated further root cause investigation relating to the issue of cracked luer through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 2 of 2: it was reported while using bd vacutainer® ultratouch¿ push button blood collection set, cracks were found in the luer adapter of two devices resulting in sample leaking onto clothing. No adverse impact was reported regarding the patient or user.